Event description:
It was reported that the patient did not recharge the ipg as directed, and the ipg became inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that surgical intervention was undertaken in which the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Concomitant medical products updated. Event details updated to include narrative regarding the high impedances discovered on one of the leads.

Event description:
Related manufacturer reference number 1627487-2023-00105. It was reported that the patient did not recharge the ipg as directed, and the ipg became inoperable. Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue. During the surgical intervention, one of the patient's leads was found to have high impedances. Both leads were explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.